Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was not returned for examination and thus a review of the batch manufacturing crimping data was not carried out as the unique manifold number was not returned or available. The stent detached from the sds and was returned attached to a snare. The stent was severely damaged. As the stent was dislodged the crimped stent profile could not be measured during analysis. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the coronary artery. A 3.50x12mm synergy¿ drug-eluting stent was advanced using an 8f guide catheter and a non-bsc guide extension catheter. However, the physician noticed that there was no stent mounted on the stent delivery system. The dislodged stent was found inside the guide catheter. The device was completely removed from the patient by pulling the entire system. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the coronary artery. A 3.50x12mm synergy¿ drug-eluting stent was advanced using an 8f guide catheter and a non-bsc guide extension catheter. However, the physician noticed that there was no stent mounted on the stent delivery system. The dislodged stent was found inside the guide catheter. The device was completely removed from the patient by pulling the entire system. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.